Event description:
It was reported that the ilet pump¿s screen cracked after being dropped, after which the pump stopped delivering insulin and the user transitioned to backup subcutaneous insulin via pen; the screen was not usable and the device had been synced before shutdown. Symptoms included irritability associated with hyperglycemia, with blood glucose reportedly reaching 400 mg/dl. Outcomes included temporary loss of insulin delivery from the pump and the need for manual insulin administration, without injury and without hospitalization. Investigation included collection of event details, confirmation of device shutdown steps, verification of return logistics, and review that data can be synced prior to return. Investigation of this case revealed device damage due to accidental impact resulting in a nonfunctional display and cessation of insulin delivery, with the affected component being the pump user interface/display. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage leading to device malfunction.